Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg failed to provide therapy for more than 24 hours. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.